Event description:
It was reported the unit had incomplete meshing. Timing of event was not during surgery. No patient involvement, harm, or delay. It was reported that no further information is available.

Manufacturer narrative:
Cmp-(B)(4). Z.s.g.m. Cutter 2:1 ratio catalog #: 00770302000 lot #: 1312042; z.s.g.m. Cutter 1.5:1 ratio catalog #: 00770301500 lot #: 1516370 the customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: -review of the most recent repair record identified no repairs related to the reported event. The reported cutting issue could not be replicated. The device passed the mesh cut and calibration testing; no problem found. Unrelated repairs were performed. -a definitive root cause cannot be determined. -the event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.